Event description:
Consumer called to report erratic readings with their plink meter. Analysis run on clark error grid using mean avg reading (58) as ref. Point vs. Bd readings of (25, 91) yielded data points in the d zone of the grid, outside of acceptable limits.